Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records was performed and during the manufacture of the product no complaint related issues were found. No ncrs were generated during production. The 510k#: device is not distributed in the united states, but is similar to device marketed in the USA. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the threads on the connecting screw broke in the dhs screw during surgery when inserting the screw. The surgeon had to use the dhs plate; 02.224.324 to back out the dhs screw and then he replaced it with another screw. Surgical delay was 15 - 20 minutes. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Additional narrative: device is an instrument and is not implanted/explanted. Manufacturing evaluation reports the device returned for inspection with the threaded tip broken off. The present connecting screw was analyzed for conformance to print specifications as well as the device history record was researched; no abnormal findings were identified. The instrument was manufactured in august 2014 according to the specification. Since no manufacturing related conditions were found, the reported breakage is possibly indicative that insufficient connection with the dhs screw, probably in an oblique way, during usage. This can only occur if the system was used in order to align the plate with the bone. To prevent such situations, it is necessary to use the aiming device in order to place the guide rod accordingly and the screw in the exact position. No product fault could be detected. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.